Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient had high impedances. Surgical intervention was undertaken wherein both extensions were explanted and the leads were tunneled directly into the ipg which resolved the issue. Therapy was restored post-op.